Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Root cause description: undetermined. Rationale: no batch#/sample available.

Event description:
It was reported that during use of the bd posiflush¿ IV flush prefilled syringe 3 ml caused ¿lines to blow because of the higher pressure¿, when hand flushing.